Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a final driver stripped while tightening a closure top during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI number: na. Additional information: (ethnicity), (methods, results, and conclusions) - the returned driver was evaluated. The tip was found to have broken off. The cause is attributed to a torque force which exceeded the mechanical strength of the driver tip. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a final driver stripped while tightening a closure top during surgery. An alternative driver was used to complete the procedure without reported patient impacts.